Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with cervical disc herniation with radiculopathy and underwent anterior cervical discectomy c4-c5, c5-c6, c6-c7. As per the op-notes, ¿endplates were prepared in the usual fashion. A 6mm in height peek interbody prosthesis was lightly filled with rhbmp-2/acs and tapped into the interspace under fluoroscopic guidance. The upper extracting pin was then removed and placed in the c6 vertebral body. An attempt to induce some lordosis through distraction was not very successful because of minimal distraction at this disc level and the one above it. A 6mm in height lordotic peek interbody prosthesis was lightly filled with rhbmp-2/acs and tapped into the interspace under fluoroscopic guidance. The distracting pin in c6 was removed and placed in the body of c7. Again, confirmatory radiographs were taken.¿ no patient complications were reported as a result of the event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.